Manufacturer narrative:
Customer returned insulin pump for an alleged blank display with medtronic logo flashing found on (B)(4) 2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. Device was received with blank display flashing. Unable to download or perform the displacement test, sleep current test, active current test and self test due to blank display. Device was cut open to perform visual inspection and found no moisture damage on the electrical board 1, electrical board 2, force sensor, motor and vibrator. The original electrical board 2 was installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and flashing blank display noted. However, traces of moisture on battery tube assembly noted during visual inspection. In summary, blank display confirmed. Unable to verify customer alleged keypad anomaly or critical pump error due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer reported that insulin pump was beeping continuously and button was unresponsive. No harm requiring medical intervention was reported. The device will be returned for analysis.